Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the rhythmia mapping specialist (rms) assisted with an atypical flutter with the rhythmia mapping system, intellamap orion, and intellanav mifi oi catheters. Access was gained via a non-boston scientific sheath and trans-septal needle. A non-boston scientific duo-deca catheter and phased array intracardiac echocardiography were also used. The procedure was completed without any complications. When the rms arrived at the facility again on 9/24, the physician notified the rms that the patient was diagnosed with a neurological deficiency/''stroke' post operatively. The physician did not attribute the event to any specific product or event during the procedure.